Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the clexane and the elastic compression therapy that was provided to the patient. Based on the available information, it could not be determined if the patient's ecp treatments could have contributed to the reported dvt of if the reported dvt was due to the patient's underlying condition. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2016. As part of the review, it was determined that the instrument's last service was on 10-jan-2018. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint category, thrombosis. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: thrombosis. (B)(4)

Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced a deep vein thrombosis (dvt). The customer stated that in the morning of (B)(6) 2018, the patient underwent a double needle mode ecp treatment and acda was used as the anticoagulant in that treatment at a 12:1 ratio. The customer reported that the treatment was successfully completed without any problems or issues and the treated cells were re-infused back to the patient. The customer stated that during the night, the patient suffered from a dvt on one side of her leg, her groin and thighs. The customer reported that the physician ordered a femoral ecography on (B)(6) 2018, which diagnosed the dvt. The customer stated that the patient's dvt was treated with elastic compression therapy and clexane, which is a low molecular weight heparin drug. The customer reported that they were unsure of what caused the patient's dvt. The customer stated that the patient had undergone 21 ecp treatments prior to their dvt diagnosis. The customer reported that the patient continued with their ecp treatments a week after their dvt diagnosis and there have been no further issues. The customer stated that the patient is still being treated with ecp. No product was returned for investigation.